Event description:
According to the information received, a small fire that occurred at pih health whittier, or 11 last night that was traced back to the cabinet housing all the karl storz integration equipment. At this time, the facility has suspended all cases in every or suite until karl storz can assess each room and provide clearance.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, a service tech will be sent to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4). This product is manufactured at karl storz endoscopy america, 13803 n promenade blvd, stafford, tx 77477; however, it is designed in germany.